Event description:
It was reported to boston scientific corporation that an amplatz super stiff was used during a drain insertion procedure performed on (B)(6) 2023. It was reported that removal difficulty occurred. An amplatz super stiff guidewire and flexima drainage catheter were selected for use. During the procedure, the flexima drainage catheter was successfully placed over the amplatz guidewire. When the physician attempted to remove the amplatz guidewire, it was difficult to remove, and wire was entrapped inside the drainage catheter. The spring tip of the guidewire also unraveled. A clamp was used to remove the devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Based upon additional information the amplatz wire used during the procedure was not a urology guidewire but rather a peripheral intervention guidewire therefore report number 3005099803-2023-04315 is a duplicate of report number 2124215-2023-41171. All relevant information regarding the event will be captured under report number 2124215-2023-41171.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff was used during a drain insertion procedure performed on (B)(6) 2023. It was reported that removal difficulty occurred. An amplatz super stiff guidewire and flexima drainage catheter were selected for use. During the procedure, the flexima drainage catheter was successfully placed over the amplatz guidewire. When the physician attempted to remove the amplatz guidewire, it was difficult to remove, and wire was entrapped inside the drainage catheter. The spring tip of the guidewire also unraveled. A clamp was used to remove the devices. There were no patient complications reported as a result of this event.